Manufacturer narrative:
(B) (4). Customer returned freestyle flash blood glucose monitor (B) (4). Returned meter displayed the cal code and then cycled the "apply blood" symbols during power on with button. A defective capacitor was identified as the cause. After replacing capacitor, returned meter powered on properly, and all control solution tests were within range. The freestyle flash blood glucose results as reported by the customer were not identified in the meter internal log.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 44 mg/dl, 251 mg/dl, and 207 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported modifying his medication based on these results. Customer then reported feeling symptoms of low blood glucose while driving, but reported to drive home safely. There was no report of death or serious injury associated with this event.